Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms and the occlusion alarms continued. For the past occlusion alarms, the customer disconnected the infusion tubing from the cartridge pigtail and continued to receive occlusion alarms. The customer's blood glucose (bg) levels ranged between 361mg/dl and 500's mg/dl. Insulin via insulin pens was administered to address the bg levels. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. A new cartridge was loaded and very little insulin was observed dripping out of the cartridge pigtail during the load fill tubing sequence. The infusion tubing was connected to the cartridge pigtail and insulin was not observed dripping out of the infusion tubing during the load fill tubing sequence. Reportedly, the customer reverted to insulin pens for insulin therapy.